Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an edwards 27mm valve was treated due to mitral prosthetic regurgitation. Through investigation, it was identified that this patient had a mitral transcatheter valve-in-valve replacement with a non-edwards device approximately nine years status post mitral valve replacement with the subject device. This (B)(6) female patient has a long history of rheumatic valvular disease (aortic and mitral valves), and a complicated medical history. She underwent aortic valve replacement and mitral valve annuloplasty some years ago and subsequent developed aortic prosthetic endocarditis. She then underwent non-edwards device root prosthesis and mitral valve replacement with the subject device. Then developed mitral prosthetic regurgitation of the subject device and approximately four years ago underwent mitral transcatheter valve-in-valve replacement with implantation of a non-edwards transcatheter valve. Patient also has history of aortic transcatheter valve-in-valve replacement with a non-edwards device. Most recently, patient underwent mitral transcatheter valve-in-valve with an edwards transcatheter valve inside a non-edwards transcatheter valve (three prosthetic devices in the mitral position) due to prosthetic mitral regurgitation/stenosis of the non-edwards transcatheter valve in which the procedure went well without complications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".